Event description:
During a prostate procedure the console went into standby due to fiber overheating after 9,154j with 2:07 minutes of fiber use. It was reported that when the physician was taking the fiber out from the patient's body to inspect, the fiber cap fell off. A grasper device (unknown manufacturer) was utilized to remove the cap from the patient's body. The case was successfully completed with a second fiber without clinical consequences to the patient.